Event description:
There was an allegation of questionable rheumatoid factor results for one patient sample tested on a cobas 8000 c702 module. The initial result analyzed on a sample aliquot from cobas c8100 preanalytical system was 78 iu/ml all reanalysis was done on the primary tube. The first repeat result was 66.9 iu/ml with a data flag. The second repeat result with decreased sample volume was 409 iu/ml with a data flag. The third repeat result with a 1:50 dilution was 4525 iu/ml. The discrepancy was immediately discovered since the patient's previous measured result was 3883 iu/ml. The erroneous result was not released from the lab.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the qc and calibration were acceptable, no general product issue was found.